Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 31mm mitral valve was explanted after an implant duration of approximately 1 year and 8 months (20 months). The reason for explant is unknown. The explanted device was replaced with a 31mm, mitral valve, model 6900p. No other details provided.

Manufacturer narrative:
(B)(4). Based on the operative report provided, the explant was due to prosthetic valve endocarditis. Studies revealed (B)(6) involving mitral prosthesis extensively. The patient had a history of intravenous drug abuse 5 years ago and (B)(6) at this time. Of note, questions were raised as to whether a pacemaker lead, which the patient had in the right atrium, was infected and this was extracted 4 days ago. In addition, he developed a septic embolism to the left leg on (B)(6) 2012, requiring extensive left leg thrombectomy. Per the operative findings, there were dense intrapericardial adhesions present. There was extensive vegetation formation on both the atrial and ventricular surfaces of the bioprosthetic valve. The subject bioprosthesis was removed and a 31 mm edwards valve was inserted. A balloon pump was placed percutaneously via the right common femoral artery. The patient was weaned from cardiopulmonary bypass with the support of the balloon pump and epinephrine. Unfortunately, the subject device was not returned; therefore, the subject device cannot be assessed for any deficiency. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient had a history of IV drug abuse and (B)(6). The patient's pacemaker leads were also extracted 4 days ago; he also developed a septic embolism to the left leg which required extensive left leg thrombectomy. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. No additional information has been provided by the health care provider. It is unknown if the device is available for return and evaluation.